Event description:
Patient presented with hematoma at the chest incision site. Physician brought the patient into the operating room, removed the hematoma, cleaned the pocket, and irrigated the site with antibiotics and saline.